Manufacturer narrative:
Endopath dilating tip trocar: based upon the inquiry info rec'd, visual examination and functional test, it was confirmed that the reported incident during surgery occurred. The devices were examined and would not arm as received. The obturators handle weld were measured and found to be skewed. The obturator handle is welded during the assembly process.

Event description:
It was reported during a laparoscopic cholecystectomy a 5mm trocar (355ld) was opened from the package. The scrub nurse attempted to arm the trocar. The red activation button would not set in place. A second trocar was opened and the same event occurred. A third trocar was opened to complete the case. There was no consequence to the pt.